Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2; reference MFR report#1627487-2018-09021. It was reported the patient experienced uncomfortable stimulation in the front of their legs. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the leads were explanted and replaced with new models. Effective coverage was restored postoperatively resolving the issue.